Event description:
It was reported that during a unknown procedure, the device was returned with no info.

Manufacturer narrative:
Evaluation summary: the analysis results found that the scg45 device was returned with the anvil in the close position, and with a cartridge loaded on the device. The cartridge was rec'd fully loaded with staples and the device was noted to have the flex neck at the h-crimp area stripped off. The anvil was manually reinserted on the tube, and the device was tested for functionality with the returned cartridge. The device fired, cut and formed all the staples as intended.